Event description:
During use of a vapor 2000, it smelled of halothane, the dosage was more than being set and the pt needed more time to wake up.

Manufacturer narrative:
The concerned vapor 2000 was investigated by the biomed on site. The key filling port was found to be damaged by wrong use. After replacement of the filling port the vaporizer was tested and met the spec. The device was returned into srevice. The observed condition can have caused the reported smell of anesthetic agent due to a leakage, but not an increased dosage. The filling procedure is described in the instructions for use. No further measures are planned at this time.